Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to kidney complications. She stated that it was not related to the insulin pump and that she needed the stint in the kidney replaced. She reported that the glucose monitoring alarms drove her crazy. She declined troubleshooting for the issue and no blood glucose reading was given. Nothing further was reported.